Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient alleges he had unexpected hypoglycemia due to inaccurate insulin delivery by the infusion device. No adverse event reported. Product was requested to be returned for evaluation.